Event description:
It was reported that on (B)(6) 2025, a 38mm amplatzer septal occluder was chosen for implant using an unknown abbott delivery system. The stability check was performed and the occluder was successfully implanted. On (B)(6) 2025, it was noted that the occluder was embolized and found in the right atrium. The device got retrieved percutaneously. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared to explant the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.